Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an adverse event was reported. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that he had a sensor failure on (B)(6) 2019. Subsequently, he passed out from severe hypoglycemia (no glucose level provided) and was unconscious for about 3 hours before being found by his girlfriend. She gave him an intramuscular (im) injection of glucagon and called emergency medical services (ems). The paramedics gave him an ampule of dextrose 50 and transported him to the hospital, where he woke up in the emergency room. At the time of contact he stated that he was fine with no residual issues. Data was provided for investigation. The problem was confirmed. The probable cause was determined to be counts aberration. No additional patient or event information is available.